Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin leaked from the reservoir into the insulin pump and it shut down. The customer¿s blood glucose was 371 mg/dl. The customer was not able to troubleshoot because insulin pump did not turned on. The reservoir will not be returned for analysis.